Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable cardioverter defibrillator was exhibiting myopotential over-sensing. No intervention or patient symptoms were reported. Patient condition after the event was stable.